Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen normally. The display screen was observed to be dim and discolored. Review of the black box history revealed no data that supports the events and timeframe of the initial complaint. Two low battery warnings were observed in the current black box history; multiple low battery warnings and multiple replace battery alarms were observed in the alarm history. The battery compartment was observed to be intact with no cracks. There was no evidence of moisture contamination in the battery compartment or underside of the battery cap observed. The battery cap was able to fully tighten to the pump. A power loss was not observed during testing. The audio bolus button cover was observed to have a tear in the center and was responsive. The current draws were observed to be within specifications. The pump case was removed and there was no evidence of moisture contamination inside the pump. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Product analysis was unable to duplicate the complaint of low battery warning/replace battery alarm frequency. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a battery life issue. The reporter stated that the pump batteries were having to be replaced every few days. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue remained unresolved.